Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Complaint description: just wanted to bring to your attention that one of the metal stents failed this afternoon. When they tried to release the guidewire, the whole mechanism came out and the stent didnt release. There is a piece of metal sticking out of the top. I don't know if this is a fault or operator error. Faulty device will be returned once collected. If it¿s not too much trouble, please can you forward a ups label for the return and I¿ll complete the complaint forms shortly. "As per cc form": consultant had no difficulty gaining access into the biliary tree or positioning the delivery mechanism through the stricture site. On deployment of the device, when the consultant instructed his assistant to remove the safety wire, the red hub detached from the wire, making it impossible to remove. The assistant tried to remove the wire with a pair of pliers , however was unable to achieve this. The proximal end of the stent was still collapsed within the sheath, and the consultant managed to remove the enitre device through the scope working channel whilst maintaining wire guide access. A second device was used to complete the procedure with no problems encountered. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence 1. At what stage of the procedure did the complaint occur? During stent placement 2. What endoscope type and channel size was used? Olympus duodenoscope 3. What was the position of the elevator? Open 4. Details of the wire guide used (diameter, type, make)? Bsc jagwire 0.035 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? Yes 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes 7. Please advise the anatomical location of the intended target site. Distal cbd 8. How long was the stent in the patient by the time this complaint occurred? Few mintues 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? No 12. What intervention (if any) was required? Second device was required to complete procedure 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? Unsure from memory 2. Where was the stricture located in the body? Distal cbd 3. Was there resistance felt passing wire guide through stricture? No 4. Was there resistance felt passing the evolution through stricture? No 5. Was the stricture dilated before stent placement? No questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Yes 2. Was resistance felt during insertion into patient? No 3. If yes, at what point? Questions related to during stent placement 1. Did the product fail during stent deployment or recapture? Deployment 2. If other, please specify 3. Was the directional button pressed during use? Unsure 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes 5. Was the yellow marker kept in view during deployment? Yes 6. Are images of the device or procedure available? No questions related to during introducer withdrawal 1. Are images of the device or procedure available? No 2. Was final stent placement confirmed using endoscopy / fluoroscopy? No 3. If yes, what was used? 4. Did the stent open sufficiently to allow withdrawal of introducer safely? N/a 5. Was the safety wire fully removed before removing the delivery system? No 6. Did any part of the product snag/get caught with the stent when removing the delivery system? No questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) 1. What instrument was used for stent repositioning / removal? Forceps, snare, other n/a 2. If other, please specify. 3. Was resistance encountered during advancement and/or deployment? N/a 4. If yes, please when this was felt? Advancement or deployment n/a 5. How did the physician deal with this resistance? 6. Was the lasso (suture) loop used during repositioning.

Manufacturer narrative:
Device evaluation: the 01x evo-fc-10-11-8-b device of lot number c1917002 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. This complaint was initiated to capture 01x case of separation of the red leur from the safety wire with cascading damage resulting in inability to deploy the stent fully, as reported by the customer and/or rep. The device related to this occurrence underwent a laboratory evaluation on the 18th july 2023 and two lab re-evaluation on the 14th may 2024, and the 22nd may 2024. During the initial evaluation of the device, the following was observed: visual inspection: red safety tab not returned. Directional button in recapture position. Safety wire still in place but red safety luer not returned. Red shuttle on last dimple. Inner cannula protruding from the safety wire port at the back of the handle. Stent is partially deployed. Kinks observed approx. 70cm, 125.5cm and 131cm from distal end of white tip.* ruler used: ipe0504-4. Functional inspection: no actuation of handle possible. Unable to deploy stent. Unable to remove safety wire. During the first re-evaluation of the device (14th may 2024), the following was observed: functional inspection: attempted removal of the safety wire from the back of the device was unsuccessful after repeated attempt by the engineer. Handle was opened to inspect internal components and gain access to full sheathe. No damage to internal workings of handle noted. Outer sheathe cut with blade at distal end of handle and proximal end of zip port to loosen outer sheathe. Introducer tubing fully disconnected from the handle using a snips. Outer sheath was manually withdrawn proximally from the inner catheter to expose green safety wire, yellow marker and stent suture assembly. It was visually noted that the distal end of the safety wire appeared curved distal to the yellow marker. Curved distal end of green safety wire was not inside stent lumen. When safety wire was pulled proximally using pliers, the safety wire curve was catching on the yellow marker and could not be pulled proximally. The portion of the safety wire exiting the back of the handle was removed easily using pliers. During the second re-evaluation of the device (22nd may 2024), the following was observed: visual inspection hole noted on clear coiled section of outer sheath. No damage noted on the stent coating. Note: during the lab evaluation, the introducer was cut and the outer sheath was removed in order to visualise where the safety wire had been cut. It was observed that the end of the safety wire was not flush with the distal end of the yellow marker but was instead protruding, curved and snagging on the yellow marker when attempting to remove. Therefore, the measurement of the total length of the safety wire was not possible to be completed during the lab evaluation as the introducer was cut in order to visualise the yellow marker assembly. *multiple attempts were made by the rep to obtain information on the kinks however this information was not forthcoming. Should this information become available in the future, the file shall be re-assessed accordingly. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. ¿pull the green anchor wire back towards the tip and then cut the green anchor wire flush with the distal side of the yellow marker¿. ¿pull green anchor wire gently and confirm it is within 3mm but not protruding past the distal side of the yellow marker¿. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: as per the instructions for use's (ifu0062) warnings section: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause can be attributed to a manufacturing issue with the device. An internal non-conformance was initiated to capture this occurrence. During the lab evaluation for the device, it was noted that the outer sheath was pierced and upon removal of the outer sheath from the inner catheter assembly the safety wire was observed curved and protruding past the distal end of the yellow marker. As per manufacturing engineering and r&d input, the likely cause of this was due to the safety wire not being cut flush with the yellow maker during manufacturing as per the internal production procedure for this product (prd0378). With the length of safety wire protruding distal to the yellow marker, the wire likely pierced the outer sheath and during deployment/sheath withdrawal the wire curved backwards and became caught on the yellow marker, thus causing the safety wire removal difficulty as noted in the initial lab evaluation and described by the customer testimony. The internal non-conformance reached the following root cause conclusion: ¿most likely root cause is manpower where the extra wire length was cut by the production operator and procedure was not followed.¿. As per engineering input, the red leur of the safety wire likely became detached due to the force applied during attempted safety wire removal. The inner cannula protruding from the proximal end of the handle was also likely due to the force from the pliers during safety wire removal. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01x used device. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. As per the additional information received, the required a replacement device to complete the procedure on the same day. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A supplemental report is being submitted due to completion of the investigation on 14 aug 2024.